Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited loss of capture and the right ventricular (rv) lead exhibited an increase in threshold measurements. The patient was hospitalized and in the intensive care unit due to worsening heart failure symptoms which was thought to be possibly related to the high rv threshold measurements. Upon interrogation capture was confirmed on the rv lead and the output was left programmed at the high rate. No additional adverse patient effects were reported. It was noted that the patient was implanted in the dominican republic and no patient identifying information was available.